Event description:
On (B)(6) 2025, the user reported experiencing a blood glucose (bg) low of 40 mg/d, with readings remaining below 70 mg/dl for 1¿2 hours. She treated lows with glucose tablets and received alerts for low bg from the device. She denied requiring professional medical intervention or outside assistance. The user reported feeling sweaty during the low episodes. At the time of the call, her bg was 168 mg/dl. Additional training was arranged for the user.